Event description:
(B)(4). A pt reported undergoing prk enhancement surgery on the left eye in 2009 to correct pre-existing surgically induced monovision. Postoperatively, the pt reports experiencing permanent pain that has been diagnosed by a neuro-ophthalmologist as damage to the 4th cranial nerve (trochlear nerve). In addition, the pt reports experiencing double vision, loss of depth perception, increased difficulties concentrating, memory loss, and depression. The pt has been prescribed gabapentin (2700 mg). The relationship between the event and the device is unk.

Manufacturer narrative:
The reporter did not provide contact info for f/u and the device serial number was not provided. Unable to perform a device eval or draw conclusions regarding root cause due to lack of info. The likelihood that the excimer laser caused or contributed to the cranial (trochlear) nerve damage is remote since the excimer laser only interacts with the first few microns of the central corneal tissue. Complaints of double vision and loss of depth perception are known risks of lasik surgery and are identified in the device labeling. (B)(4).